Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified body fluid contamination in the lead barrels. Review of device memory found a shorted lead fault was recorded on (B)(6) 2015 after defibrillation threshold (dft) test was performed. The device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of dft testing. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the second high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that the device system displayed a shock impedance measurement less than 20 ohms. Defibrillation threshold (dft) testing was performed and a fault code screen appeared indicating loss of charge detected, along with an audible popping sound noted by the physician and clinical staff. Prior to the dft test, the battery longevity was listed at three years remaining and following the dft test, the device had declared elective replacement indicator (eri) and emitted beeping tones. A revision procedure was performed. The device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.